Manufacturer narrative:
A manufacturing investigation analysis (mia) was performed for the subject device (2.7mm ti cortex screw slf-tpng with t8 stardrive recess 22mm, part number 402.882, lot number 8336264). The subject device was returned to the manufacturer with the complaint condition stating: according to the complaint description there was a post-operative breakage. DHR review: lot 8336264 was manufactured in march 2013. All the inspections performed according to inspection sheet passed. No ncrs were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 8336264 was manufactured starting from the raw material lot 15589. The certificate of the raw material lot 15589 has been reviewed: in the certificate it is reported that the materials is conforming. Product inspection: the returned screws was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. The screw core diameter and the relevant measurable thread features were re-inspected and found conforming to specification. The visual inspection showed that the screw is seriously damaged post production in the central portion: no evidence of nonconformance manufacturing related identified. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: mia is disposed as confirmed due to evidence that part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 2x locksc unknown. 1x 402.880 cortscrew.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age. Dob and weight not provided by reporter. Additional product code: hrs. (B)(4) lot number unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a post-operative breakage of the screws implanted on (B)(6) 2016 (arthrodesis metatarsofalangica). The surgery from (B)(6) 2017 was only scheduled for extraction of the broken screws. This complaint involves 3 parts. Concomitant device: 1x unk plate. This report is 1 of 3 for (B)(4).